Event description:
The company was informed that the pt's device was explanted due to dehiscence at the implant site. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.